Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device finds the shim is broken.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
It was reported that the plastic shims cracked upon trialing with the insert trial. All pieces recovered immediately.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary: examination of the returned device finds the shim is broken. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.